Event description:
The customer reported diluent leak involving the coulter lh 750 hematology analyzer. The customer indicated that 3 ml of fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a split green stripe tubing for the needle vent. The fse replaced the tubing to resolve the leak and repair was verified per established procedures. Failure mode is attributed to a split green stripe tubing for the needle vent. (B)(4).